Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. This was the customer's second report of hospitalization in 6 weeks. The blood glucose reading was 390 mg/dl at the time of hospitalization. She stated that she was treated with intravenous drip once admitted. The blood glucose reading at the time of the call was 250 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, no leaks were noted, and the insulin pump passed the high pressure test. A bent cannula was observed. Advised the customer to change the entire infusion set, reservoir, and insulin.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.